Event description:
The manufacturer received information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in abc centro médico, médica sur, and hospital san javier guadalajara in mexico. The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regards to devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This follow-up correction has been made since in the previous report the this was included as part of uno recall. This should not be included as part of uno recall as we are unaware if the device was included. No current information suggests that this device was included in the recall. Thus, required field in the remedial action initiated ,recall recall , and(z) number (rfb)) has been removed/corrected in this follow up report. The event or problem description and reason device not evaluated has also been updated.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips respironics e30 with humidifier device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow up report will be filed.